Event description:
As reported by the user facility: possible infusion. Following info was received: drug administered: chem drug / in oncology care area; stated that drug infusion, was not pulling from the correct bag, which should have been from the piggyback.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was not returned for eval however, the operational log for the involved pump was available for analysis. A review of the pump's logs shows on (B)(6) 2012, at 12:13:02pm, a new vtbi (volume to be infused) of 20.0 ml was entered and at 12:13:04pm, a standard infusion was started with a rate of 460.0ml/h. At 12:15:40pm. The infusion completed with a total volume infused of 20.0ml or 100.0% of the expected volume; the pump switched to kvo mode at 3.0ml/h. At 12:15:44pm, the pump was stopped. At 12:16:14pm, the piggyback mode was turned on and a new vtbi of 120.0ml and a rate of 460.0ml/h were entered. At 12:16:25pm, the piggyback infusion was started. At 12:32:04pm. The infusion completed with a total volume infused of 120.0ml or 100.0% of the expected volume. The reported event date was (B)(6) 2012; however, this does not match the date ((B)(6) 2012) in the pump log that was provided by the facility. On (B)(6) 2012, additional details concerning the incident were received from the reporter at the facility. The reported stated the pump did not over or under infuse, but that the drug infusion was not pulling from the correct bag, which should have been the IV piggyback set. The reporter confirmed that the pt is fine. The reporter also confirmed that the pump will probably not be sent for eval. Based on the results of this investigation, the pump operated as intended and the reported failure could not be reproduced. Without the actual pump or sets involved, a thorough investigation could not be performed and no specific conclusions can be made regarding the cause of the event. All available info has been forwarded to the pump device MFR. If the actual pump or piggyback IV set involved is received, or if additional info becomes available, a f/u report will be filed.